Event description:
A materials manager reported an intraocular lens (iol) was exchanged due to power correction. The pt had a refractive error of -2.00 diopters. In a follow-up, the surgeon reported the pt has a history of lasik. He reported the event resolved with treatment (exchange). Add'l info indicated that an unapproved viscoelastic was used during the surgery.

Manufacturer narrative:
Eval summary: the optic was returned for eval. The lens is in two pieces. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).